Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of over 500 mg/dl; cause unknown. An infusion set change was performed, a manual injection was administered, and a correction bolus was delivered to address bg. Additionally, the customer experienced a low bg of 42 mg/dl; cause unknown. Juice and a snack bar were consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.